Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/26/2023. An investigation was conducted on 05/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the seal, no cracks or delamination was observed. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000311387 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm failed to load into the delivery tube doing step 2. There was resistance in the tube. No harm to patient. Replacement used.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). (Same patient) the hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm failed to load into the delivery tube doing step 2. There was resistance in the tube. No harm to patient.